Event description:
It was reported that the patient presented in clinic for a lead revision procedure. It was noted that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switching (ams). The patient was asymptotic. The ra lead was explanted. The patient was stable throughout the procedure.